Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. This was noted before use. There was little to no iodine on the sponge. The sponge color was a pale yellow, instead of a brown color. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): device manufacture date: 06/10/2015-06/17/2015. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing was performed was performed by pressure testing the pouch and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.